Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited shock impedance values greater than 125 ohms. This patient is scheduled for a revision procedure within the near future. There were no adverse patient effects reported. Subsequently, additional information was received that a revision procedure took place. The distal coil was reconnected, and after the procedure the shock impedance measurement was 53 ohms. This patient was recently followed-up, and everything was within normal range.